Manufacturer narrative:
Section a2, a3b, a4, a5: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter: email address: unknown, information not provided. Section e3: initial reporter: telephone number: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by a doctor that one of his patient was complaining of halo around light source post operatively after the implantation of non-preloaded intraocular lens (iol). The post op vision was +0.37 d suggesting unexpected outcome. Upon examination with eye trace machine it showed that there is tilt of iol and the patient would have starburst. The surgeon is planning to implant another lens in other non operated eye. Additional information received stated that the patient had starburst. There was no patient injury or medical/surgical interventions. The surgery was completed without complications. No further information is available.